Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.